Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient reported that the cgm was not showing values and he became unconscious. The patient's friend called an ambulance and a healthcare provider measured the patient's bg and it was 24 mg/dl. The patient was treated with 3-4 fodrd of glucose. The values eventually came back on the cgm and it was 100 mg/dl. It was reported that the values were not showing for approximately 4 hours. At the time of the report, the patient was feeling good. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.